Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: lot number of product unknown. Was the end-user a new user of this product? No. Was the device or product used for the intended purpose? Yes. Did they have formal training on the use of these devices? Yes. Was the sales rep present during the procedure? No. Was the suture broken in the middle or distal? Proximal end near the tab were the knots intact or broken on the ends? Barbed suture, no knots . Was the suture broken in the middle? Proximal end near tab. What date did the patient present with symptoms? (B)(6). Was there any patient event prior to symptoms (coughing, falling, moving)? No, noticed bulge at the incision site. What medical intervention was performed for the patient symptoms? Reoperation what was the date of the second procedure? (B)(6). Can you describe the appearance of the suture during the second procedure? Suture. Had completely pulled out of the wound and the tab was missing. Do you have any pictures of the appearance of the suture? No. What is the current condition of the patient? Discharged. What was the condition of the tissue when the suture was placed (diseased, weak, healthy)? Healthy. Was the fixation tab intact when the suture was placed in the patient? Yes. Was the suture intact and pulled through the tissue? Yes. Can the surgeon describe the appearance of the barbs during second procedure? Used looped pds in second procedure. Cannot be described in first procedure. Please describe the surgeon initial technique with placement of suture continuous running loop. Was any solution infused in the surgical field where stratafix sutures were used¿. Unknown. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure what was the indication for the exploratory laparotomy? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased?

Event description:
It was reported that patient underwent an exploratory laparotomy procedure on (B)(6) 2018 and barbed suture was used on the fascia layer. The patient experienced wound dehiscence on (B)(6) 2018. An additional procedure was performed using a different suture type to reclose the wound. The surgeon noted that the suture was broken at the proximal end near the tab, the suture had pulled out of the wound and the tab was missing. The patient has been discharged. Additional information has been requested.